Event description:
Update was received from patient's mother that patient underwent serious illness and went to the ICU. It was also noted that the neurologist did not properly program the vns causing the vns to, "fire non-stop."

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported from an independent brazilian study that the patient has had an increase in seizures, the neurologists had adjusted the patient's settings and this had made the seizures worse. The patient's mother reports that the patient ¿lost it¿ during these seizures after the adjustment. After this increase in seizure episode, the patient consulted another doctor, who advised that the adjustment made by the previous doctor was causing the increase in seizures. This doctor changed the adjustment, but shortly afterwards, they ended up replacing the generator. No attempts for additional information can be conducted since the patient's doctor is unknown and the patient will not provide the contact. The patient's device information is unknown as well. The explanted generator has not been received to date. The explanted device is considered unavailable for return. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. B3. Date of event; corrected information, initial MDR listed incorrect date. G3. Date received by manufacturer; corrected information, initial MDR listed date.